Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
On (B)(6) 2015, gastrostomy tube was placed and confirmed its indwelling in the stomach with endoscope. On (B)(6) 2015, an endoscope examination was performed and revealed that the internal dome was missing. The doctor suspected the placement was made in the abdominal cavity by mistake, cut the tube on the body surface side and emergently deliver the pt to the red cross hosp for surgery. In the (B)(6) hosp, CT examination was performed and revealed that the dome embolized into the sigmoid colon. Another tube of the same catalog code was placed. The following days, the dome came out with stools.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a detached pull peg retention dome was confirmed, however the cause was undetermined. The product returned for evaluation was one 20fr pull peg gastrostomy tube. The sample was received in three segments. The proximal and intermediate segments shared a complete break between the 3cm and 4cm depth markings. The complete break in the tubing exhibited indications typical of a sharp instrument cut. The distal segment comprised only the retention dome, which was detached at the distal end of the feeding tube. A small fragment of dome remained attached to the feeding tube. The star bolster was positioned at the 2cm depth marking. Tactile inspection of the sample revealed slight tensile weakness in the detached dome. Microscopic inspection of the sample did not reveal any mechanical damage on the dome. Inspection of the break in the dome revealed sharply defined finely granular break edges. The characteristics of the break in the dome were indicative of failure caused by tensile stress. Given the position of the star bolster, it appeared that the bolster may have been positioned too far distally, placing strain on the dome. It was impossible to determine, however, if a preexisting defect in the dome contributed to the failure. Consequently, this complaint is confirmed as "cause unknown" at this time.

Event description:
On (B)(6) 2015, gastrostomy tube was placed and confirmed its indwelling in the stomach with endoscope. On (B)(6) 2015, an endoscope examination was performed and revealed that the internal dome was missing. The doctor suspected the placement was made in the abdominal cavity by mistake, cut the tube on the body surface side and emergently deliver the patient to the hospital for surgery. In the hospital, CT examination was performed and revealed that the dome embolized into the sigmoid colon. Another tube of the same catalog code was placed. The following days, the dome came out with stools.